Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high impedances and oversensing of noise, including crosstalk oversensing. A lead fracture was suspected. The lead will be replaced. No patient complications have been reported as a result of this event.